Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and found the 3-way valve on the blender was leaking. After replacing the blender assembly and 3-way valve, the device was tested. The fsr reported the device tests according to factory specifications.

Event description:
The customer reported while using the vela ventilator; the patient had difficulty triggering any breaths from the device. The customer reported the device passed pre-use testing, but when placed on a patient, the issue went unresolved. The customer reported the patient was placed onto a backup ventilator. The customer reported there is no patient consequence associated with the event.